Event description:
After nine days of continuous treatment of a pt with the model 3100a, the "oscillator overheat" caution light activated and the oscillating piston centering display could not be centered. The pt was placed on another 3100a without compromise.